Manufacturer narrative:
The device was evaluated by olympus. The evaluation found foreign material exiting from the channel due to insufficient cleaning. Additional evaluation findings are as follows: 1.) The suction cylinder is deformed; 2.) The insertion tube noted deteriorated due to the cleaning disinfection sterilization (cds) method (handling issue); 3.) Part of the insertion tube noted caught and pinched-the insertion tube becomes deformed (handling issue); 4.) The resin area noted detached due to humidity/ deteriorated due to the cds method/ and/or bending at a sharp angle; 5.) Damage or deformation due to physical stress (caused by handling) ; 6.) Crack of resin part (crack due to impact such as dropping/ crack of molded part due to physical/chemical stress) (caused by handling); 7.) Damage or deformation due to physical stress (caused by handling); 8.) Control body defects. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cf-h290i, evis lucera elite colonovideoscope to olympus for repair due to a report that the suction valve was stuck. Upon inspection and testing of the returned device, foreign material was found exiting from the channel due to insufficient cleaning of the device. This report is submitted due to the finding of foreign material found exiting from the channel due to insufficient cleaning. As the problem was identified during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a lodged clip. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.